Event description:
It was reported that one 2.5x18 xience xpedition stent was implanted in the left posterior descending coronary artery on (B)(6) 2014. Six months later, on (B)(6) 2014, the patient expired. The death certificate listed the cause of death as hypertensive and atherosclerotic cardiovascular disease. The study physician assessed the relationship of the stent to the death as unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of death and hypertension, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for uses are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.